Manufacturer narrative:
(B)(4). The device was returned for device evaluation for the reported condition of an unknown system error. The reported issue was verified during a review of the event history log, and was determined to be a check supply line alarm. A visual inspection and functional tests were performed on the device. The device's digital board did not meet product specifications for an unrelated issue. A system error 2068 ("software error") occurred on start-up of the device during sample evaluation. The digital board was replaced to address this unrelated issue. Full functional testing, electrical safety testing, calibration and simulated therapy was performed with no additional defects and malfunctions were found with the device. The assignable cause for the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine experienced an unspecified system error. The step of setup or therapy during which this occurred is unknown; however a patient was reported to be involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.